Event description:
Information received from the field indicates that there was no communication with the device. The patient later expired, but there was no indication that the device caused the death of the patient.